Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of sepsis was cellulitis of arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died approximately four months after the onset of bacterial infection and sepsis. The sepsis was treated and the cause of death was provided as pancreatic cancer. Patient's death was not related to the leadless implantable pulse generator (ipg) device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks after the implant of a leadless implantable pulse generator (ipg), patient developed a bacterial infection and sepsis, after experiencing fatigue, fever and chills. The patient was treated with intravenous antibiotics. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.